Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another, unknown, device. The reporter was unable to give exact readings for the reference meter but states that the subject meter displayed a reading of "600 mg/dl". The tests were performed within an unknown time of each other. The reporter also claims obtaining a result of "600mg/dl" on the subject meter compared to an unknown result on another unknown meter. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.